Manufacturer narrative:
The event of seroma, lymphadenopathy, and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, and capsular contracture baker grade unknown.

Event description:
Patient representative reported right side "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implant due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl", "seromas", "asymmetry" "chronic insomnia. Significant weight loss or gain, ulcer, irritable bowel/crohn's disease" "weakness" "nerve damage" "suffered aggravation of underlying conditions including emotional distress, panic disorder," "loss of quality of life, ptsd", "breast pain" "capsular contracture", "joint and muscle pain", "heat sensations", "rashes", "itching", "mass under the arm or breast', "chronic headache", "fatigue", "depression", "connective tissue disease" "swollen lymph nodes". Device has been explanted.